Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via stored egms. The device was tested on the bench and anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate atp therapies due to oversensing. The device was explanted. The patient was stable.